Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be the dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a bubbled downstream occlusion seal. It is unknown if there was patient involvement, no adverse patient effects were reported.